Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that would have contributed to the cable breaking.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument was found to have a broken cable. There were no reports during the operation that the instrument was not working. The procedure was completed with no reported injury.